Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of baclofen at 65.02 mcg/day via an implantable pump. On (B)(6) 2022, it was reported that the battery of the physician programmer was discharged and programming was interrupted during a planned pump refill. After replacing the batteries in the programmer and then turning on the pump, the pump was found to be stopped. The pump also read with a tablet programmer and was read twice, after 60 minutes and after 120 minutes, but was still stopped. The patient was hospitalized in the intensive care unit as they were at risk of losing therapy and developing withdrawal symptoms. The issue was not considered resolved at the time of the event. The patient's status was listed as "alive - with injury", clarified to mean the patient's hospitalization. Additional information was received from a foreign healthcare provider via a clinical study on (B)(6) 2022 it was reported that the patient's medical history included central spinalcord pain and a general musculoskeletal nociceptive condition. The patient was also taking 100 mg of tramadol. Additional information was received from a foreign healthcare provider via a clinical study on (B)(6) 2022. It was reported that the patient was administered oral baclofen. The device diagnosis was pump motor stall. There was no clinical diagnosis. Regarding etiology, the relationship of the event to the device or therapy was p possibly related and unrelated to the implant procedure. The date of the event was indicated as (B)(6) 2022. It was reported that the event was considered ongoing. Additional information was received from a foreign manufacturer's representative (rep) on (B)(6) 2022.it was reported that the pump was still stopped after 72 hours. Additional information was received from a foreign healthcare provider via a clinical study on (B)(6) 2022. It was reported that the event was resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. Product type: programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8840, serial# (B)(6), product type programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2022-jun-10. It was reported that the patient experienced "typical withdrawal symptoms". It was noted again that the patient was hospitalized in the intensive care unit for a week. It was reported that the pump resumed function with a new setting after 72 hours, though it was noted that the hcp was afraid about further pump performance. It was confirmed that the event was resolved.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study on 2022-jun-30. The date of event was clarified as 2022-may-20 (previously noted as 2022-may-19). During sending information (programming) after pump refill, the pump had just stopped on 2022-may-20 at 10:20h.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study on 2023-dec-16. It was reported that the event was resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID: 8840, serial#: (B)(6), product type: multiple therapy product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study on 2022-nov-16. It was reported again that, immediately after the motor stall, the patient was admitted to the emergency department. The patient received 100 mg of oral baclofen and 10 mg of diazepam intramuscularly twice daily starting on (B)(6) 2022. After two day the patient began to manifest baclofen withdrawal syndrome with increased spasticity, anxiety, pruritis, fever, somnolence and/or agitation. The patient also had increased c-reactive proteins. 10 mgs of diazepam via an IV were added. The patient had a normal x-ray on (B)(6) 2022. The patient was then given antibiotics and the c-reactive proteins were lowered. Pump programming was done and the patient recovered well. The patient was eventually weaned off the oral baclofen and was only on the baclofen pump at a dose of 65 mcg/day after that. Regarding etiology, the relationship of the event to the device or therapy was related and unrelated to the implant procedure. The event was considered related to the drug action of a pump stall during programming. Additional information was received from a foreign healthcare provider via a clinical study on 2022-dec-02. The device diagnosis was pump motor stall. The clinical diagnosis was withdrawal symptom of baclofen. Pump reprogramming occurred on (B)(6) 2022. Antibiotics were added only prophylactically. There was no pump infection.